Event description:
Surgeon reports that after cataract surgery and intraocular lens (iol) implant, pt states that she sees, an "arc of light" from light sources that are shining down from above. This occurs at night, no difficulty in the daylight. The pt's visual acuity is 20/15.